Manufacturer narrative:
A review of the lot file for b309 was performed. There were no non conformance associated with this complaint for this lot. A review of complaints received for lot b309 was performed. There was one other air detected alarm complaint reported to date for this lot. The kit was not returned for further investigation. Therakos does not consider this event to have been caused by a product malfunction. However, it is being reported as the patient received medical intervention in the form of a blood transfusion. (B)(4).

Event description:
Customer stated the patient's access needle came out during a treatment at about 1400 ml whole blood processed and air was drawn into the collect line. Customer asked if the air could be purged out of the collect line. Cts advised customer that if room air had been drawn into the kit, the kit's sterility would be considered to be compromised and we would not advise to continue the treatment. Cts advised customer to consult the patient's physician or their medical director for further advice. Cts called customer back to follow up and customer stated the physician had directed them to abort the treatment and not return the blood in the kit to the patient due to the compromised sterility. Customer stated the patient was being given one unit of blood. The product will not be returned for an investigation.